Event description:
It was reported that during a c3-c6 anterior cervical dissection and fusion, the tip of the drill/tap and screw guide broke off in the plate. The broken tip was removed from the plate and another drill guide was used to complete the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The design is acceptable and it is evident that the returned device was used for retraction and/or bone reduction and not soft tissue protection as intended and therefore this complaint is invalid. The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A product development evaluation was performed. As received, the post from the tip was loose and can be removed from the guide. The post was significantly bent away from the barrel of the guide and both welds that secure the post were broken. The faces of the welds on either side of the hole and base of the post were homogenous and showed good metal fusion, indicating a good weld and material uniformity. The edge of one weld showed evidence of bending laterally prior to the weld breaking. One of the 4 flanges on the end of the guide was bent considerably inward and another was slightly twisted and bent outward, indicating that the device was used to help with retraction and reduction. The guide is intended to be used for soft tissue protection, and the post mates with a hole in the plate for proper alignment. The technique guide clearly states that the dts guide may only be used for soft tissue protection. If the dts guide is used for tissue retraction, the dts guide may break. Based on the way the post and flanges are bent and the failure of the welds, it is evident that the returned device was used for retraction and/or bone reduction, and this is therefore invalid from a design and manufacturing standpoint. The complaint condition is due to misuse. The product evaluation was completed on 03/05/2012. Additional information was received 09/04/2013.

Event description:
This is report 1 of 1 for (B)(4).